Event description:
It was reported that while using the bd instrument max clinical a high rate of false positive results were obtained by the laboratory personnel. The results were assumed erroneous and sent for confirmation testing at a secondary facility. No erroneous results were reported and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). Issues were resolved with new assay kit and udp configuration which has been approved in the region. The complaint is unable to be confirmed as an instrument issue because it was determined that the issue is related to the original bd sars cov-2 assay design and udp configuration. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is the issue with original bd sars cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. There is an open CAPA for max result complaints. The CAPA is 1632720.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical a high rate of false positive results were obtained by the laboratory personnel. The results were assumed erroneous and sent for confirmation testing at a secondary facility. No erroneous results were reported and there was no report of patient impact.